Manufacturer narrative:
Alleged failure: the customer reported that during a hip arthroscopy procedure, the cannula snapped inside the patient. A pair of grips were used to remove the unintended metal piece successfully. There was a short delay to the procedure (less than 30 minutes) and no other detriment to the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) user excessive force 2) normal wear and tear the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.